Manufacturer narrative:
As viewed into the returned packaging, the coil was found to be exposed, unprotected, and severely damaged. The middle section of the coil has stretching, compression, and buckling damage. Due to how the coil was returned; the exact circumstances of how the coil was damaged cannot be determined. The resheathing tool was found severed into two pieces. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The proximal end of the sheath was found severed and not returned. The severed sheath was torn adjacent, but proximal to the locking mechanism. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The primary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. The sheath also caught the edge of the v notch and raised it above the surface plane. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severed the proximal section of the sheath, fractured and severed the resheathing tool, and may have produced an unknown portion of the coil damage found. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter, the severed sheath, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaints of premature splitting of the sheath and coil introducer separation were confirmed on analysis as well as the noted damage of coil unraveled/stretched. It is unknown where the unraveled/stretched condition occurred. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed trot he confirmed events.

Event description:
The complaint received states that during a deltamaxx sr platinum 18sys 3x12 (dmx18031220 / c11864) had premature splitting of the sheath and a deltamaxx sr platinum 18sys 4x15 (dmx18041520 / c11935) had coil introducer separation during use. The 1st coil, on attempt to strip from sheath the sheath split in 2. The 2nd coil at attempt to unlock for stripping felt stuck, when they went to unlock to strip from sheath part of the sheath broke off. They are experienced with our micrus coil and use deltaplush and deltapaq. They felt it was stuck and very stiff to try and strip from sheath. They used additional deltamaxx coils without incident. Device will be forwarded on receipt. There was no report of injury for the patient.

Manufacturer narrative:
Updated cc: the complaint received states that during a deltamaxx sr platinum 18sys 3x12 (dmx18031220 / c11864) had premature splitting of the sheath and a deltamaxx sr platinum 18sys 4x15 (dmx18041520 / c11935) had coil introducer separation during use. The 1st coil, on attempt to strip from sheath the sheath split in 2. The 2nd coil at attempt to unlock for stripping felt stuck, when they went to unlock to strip from sheath part of the sheath broke off. They are experienced with our micrus coil and use deltaplush and deltapaq. They felt it was stuck and very stiff to try and strip from sheath. They used additional deltamaxx coils without incident. Neither the complaint device nor the concomitant devices kink/bent at any time during the procedure. The resheathing component had split in two when it was removed from the patient. There was an adequate flush maintained throughout the procedure. An sl-10 unknown microcatheter was used, and resistance was felt during advancement of the complaint product and the attempt to strip the sheath. Other deltamaxx coils were successfully used with the concomitant device prior to the reported event. Other deltamaxx coils were successfully used with the concomitant device after the reported event. Only the complaint device was removed, and there was no loss of target site. There was no report of injury for the patient. (B)(4). As viewed into the returned packaging, the coil was found to be exposed, unprotected, and severely damaged. The middle section of the coil has stretching, compression, and buckling damage. Due to how the coil was returned; the exact circumstances of how the coil was damaged cannot be determined. The resheathing tool was found severed into two pieces. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The proximal end of the sheath was found severed and not returned. The severed sheath was torn adjacent, but proximal to the locking mechanism. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The primary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. The sheath also caught the edge of the v notch and raised it above the surface plane. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have severed the proximal section of the sheath, fractured and severed the resheathing tool, and may have produced an unknown portion of the coil damage found. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter, the severed sheath, and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Pi#: 1-ils80m the coil was returned undamaged. The sheath was found split lengthwise 12.0 centimeters. The sheath was found severed at the locking mechanism. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The primary contributing factor to the introducer sheath damage most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. The sheath also caught the edge of the v notch and raised it above the surface plane. Eventually the sheath was split lengthwise. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaints of premature splitting of the sheath and coil introducer separation were confirmed on analysis as well as the noted damage of coil unraveled/stretched. It is unknown where the unraveled/stretched condition occurred. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed trot he confirmed events.

Event description:
The complaint received states that during a deltamaxx sr platinum 18sys 3x12 (dmx18031220 / c11864) had premature splitting of the sheath and a deltamaxx sr platinum 18sys 4x15 (dmx18041520 / c11935) had coil introducer separation during use. The 1st coil, on attempt to strip from sheath the sheath split in 2. The 2nd coil at attempt to unlock for stripping felt stuck, when they went to unlock to strip from sheath part of the sheath broke off. They are experienced with our micrus coil and use deltaplush and deltapaq. They felt it was stuck and very stiff to try and strip from sheath. They used additional deltamaxx coils without incident. Neither the complaint device nor the concomitant devices kink/bent at any time during the procedure. The resheathing component had split in two when it was removed from the patient. There was an adequate flush maintained throughout the procedure. An sl-10 unknown microcatheter was used, and resistance was felt during advancement of the complaint product and the attempt to strip the sheath. Other deltamaxx coils were successfully used with the concomitant device prior to the reported event. Other deltamaxx coils were successfully used with the concomitant device after the reported event. Only the complaint device was removed, and there was no loss of target site. There was no report of injury for the patient.